Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Patient was revised to address pain, predominantly in the groin area. Metallosis and reactive tissue were reported. Update rec'd 5/2/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and limited mobility. There is no new additional information that would affect the MDR decision. The complaint was updated on : 5/28/2014. Update rec'd 9/11/2014- pfs and medical records received. A doi was provided. After review of the medical records the revision operative note indicated pain and metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/1/2014. Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. Added stem for the alleged metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2014; right hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.